Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, a button alarm occurred and the user stated that they were not pressing on the button. Reportedly, the pump was on the user's waistline in a non-tandem case. The user's blood glucose level was in the 400's (mg/dl) and the user addressed bg level with a bolus via the pump. It was confirmed that the user had an alternate method of insulin delivery available.